Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event with infusion set where infusion set canula was kinked on (B)(6) 2026, and patient reported high blood glucose levels and got treatment with correction injection via multiple daily injections.